Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased a pack the gum oft picks. They have been buying them for many years and really enjoy using them. However, these picks seem to be very fragile and the bristles are hardly long enough to clean between my teeth. Some of the picks are so flimsy that they break apart.